Manufacturer narrative:
H.6. Investigation: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that the cannula was missing after injection and remained in abdomen with a bd pn 31g 5mm 5b xtw. The following information was provided by the initial reporter, translated from german to english: the patient saw that the cannula was missing after the injection and said that it remained in his abdominal wall.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/2/2020. H.6. Investigation: forty one sealed 31g x 5mm pen needle samples were returned from lot. No. 0014222, cat. No. 320522. Visual examination was carried out on all forty one samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported that the cannula was missing after injection and remained in abdomen with a bd pn 31g 5mm 5b xtw. The following information was provided by the initial reporter, translated from german to english: the patient saw that the cannula was missing after the injection and said that it remained in his abdominal wall.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the cannula was missing after injection and remained in abdomen with a bd pn 31g 5mm 5b xtw. The following information was provided by the initial reporter, translated from (B)(6) to english: the patient saw that the cannula was missing after the injection and said that it remained in his abdominal wall.